Manufacturer narrative:
Method: (B)(4) other = device not returned - remains implanted. Additional manufacturer narrative review of the device history record (DHR) is in progress.

Manufacturer narrative:
Additional manufacturing narrative: the subject device has not been returned as it remains implanted, and no additional information was provided. The device history record review has been completed and confirms that this device passed all manufacturing and sterilization inspections. It was reported that the subject valve was calcified; calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
The event was reported as a valve-in-valve procedure (implant of a sapien transapical device in a mitral bioprosthesis. The existing mitral bioprosthesis had been in situ 64.2 months at the time of this procedure and remains implanted. The procedure was to correct calcification of the mitral bioprosthesis. Per the report: the patient presented to [hospital] with worsening chf, and consideration for mini thoracotomy re-op mvr for calcific ce 27mm valve. Case aborted. Emergent compassionate use of sapien valv-transapical, valve in valve.